Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had button was stuck and can't get it to work. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. Customer stated that the insulin pump had stuck button alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. However, corroded keypad traces noted during visual inspection. No unlocked keypad connector.